Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor scan result but experienced symptoms of shaking, high blood pressure, and felt like they were going to faint. The customer was taken to a hospital where they were diagnosed with hyperglycemia and received treatment of insulin and fluids, and kept for observation. A sensor result of 60 mg/dl was compared to an hcp meter reading of 300 mg/dl, however it is unknown how much time elapsed between the readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.